Event description:
Customer reported IV infusion tubing was properly installed into the pump. The nurse installed the tubing into the pump at about 1730 and found tubing leaking onto the floor of pt's room at about 1830. The tubing was leaking at the pump insertion site between the blue connectors with normal stretching of tubing. No pt harm or medical intervention reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A f/u report will be submitted with any new relevant info.